Event description:
In the process of placing a bard powerglide midline, a malfunction occured. The catheter is designed to be inserted over a wire. Several attempts to thread the catheter over the wire were unsuccessful. A second full sterile kit needed to be opened and the procedure was completed successfully.